Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown.

Event description:
It was reported during a routine removal surgery, the driver tip broke in the screw. The surgeon had to "puncture" the screw head to be able to remove the implanted plate. The screw tip was left in the patient. This report is related to report number 3025141-2022-00399 for the driver involved in this event.